Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported that metallic debris were found in a patient's left eye after a cataract procedure. The surgeon informed that the phaco tip presented striae on the surface and per the surgeon, material could have detached from the tip. The surgeon reported an erosion of the phaco head by a hard nucleus. The surgeon removed the debris and cleaned the anterior segment. There was no patient harm. According to surgeon, the device has caused contributed to the event. The patient was not hospitalized due to this event. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: one 0.9mm 30 degree bbu phaco tip was returned for metal debris and one balance phaco tip was returned for a standard cataract procedure. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. On the 30 degree phaco tip a visual inspection was performed using 30x magnification and was deemed visually nonconforming. The visual inspection for the phaco tip was deemed nonconforming. There are several nicks and dents present on the left and bottom side of the bevel. On the balance phaco tip a visual inspection was performed using 30x magnification and the phaco tip was deemed visually conforming. The evaluation did confirm a possible source for the generation of metal particles from the 30 degree phaco tip. This source for metal particles was from a nicked and dented bevel. The root cause for the damaged bevel appeared to be from another instrument hitting the bevel while being used. This complaint issue is not a manufacturing issue.